Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Irritated- vagina [vulvovaginal discomfort] it was built sideways. The literal tampon string was tied around the actual tampon its self [device physical property issue]. Case narrative: consumer reported via rr that the tampon string was tied around the tampon and built in sideways. No injury was reported.